Event description:
The customer indicated that the jaws of the instrument fell into the patient's abdomen. The gynecologist switched from a laparoscopic procedure to an open procedure to look for the different pieces lost inside.